Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: the valve appeared under expanded at 20.7mm at mid valve (with 0.5mm added for frame outer diameter). Halt at the base of all 3 thv cusps. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed based on the provided medical report and imagery. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), structural valve degeneration (svd) is a potential risk associated with bioprosthetic heart valves. Svd may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, leaflet retraction or thickened leaflet. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. As reported, ''approximately 3 years and 5 months post-implant of a 23 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the patient is symptomatic aortic stenosis. There is halt at the base of all 3 thv cusps. Also this sapien 3 is under-expanded at 21.0mm at mid valve (0.5mm added for outer diameter). I think you must start this patient with warfarin or coumadin for 6 months not eliquis. Follow patient monthly w/ tee to monitor the gradient and repeat scan in 6 months time.'' In this case, the patient had vast comorbidities (diabetes, hyperlipidemia), which are known factors that might increase the risk of valve calcification. This calcification has the potential to lead to early valve degeneration and reduce the effective orifice area (eoa) of the valve. In addition, thrombosis is suspected, and the patient has been advised to undergo treatment with medication (warfarin or coumadin) for six months. Valve thrombosis refers to the formation of significant blood clots on the valve, which can severely impact its functionality and lead to early valve degeneration. As such, available information suggests that patient factors (pre-existing comorbidities [diabetes, hyperlipidemia], thrombosis) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), approximately 3 years and 5 months post-implant of a 23 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the patient presents with symptomatic aortic stenosis. There is halt at the base of all 3 thv cusps. Also, the sapien 3 is under-expanded (21.0mm at mid valve and 0.5mm added for outer diameter). It was suggested to start the patient with warfarin or coumadin for 6 months. It was also suggested to follow the patient monthly using tee to monitor the gradient and repeat a CT in 6 month's time. Per medical records review, the patient is symptomatic with documented halt, central ai, moderate to severe stenosis (ava 1.0 cm2), & elevated gradients per recent proctor review and echo. The patient has evidence of early prosthetic valve deterioration with moderate as and mild ai by the tte. There was no mention of prescribed medications, and there was no mention of intervention at this time.